Manufacturer narrative:
No clinical injury to pt. The actual unit that was reported as allowing for free flow was not returned. Eleven (11) cases of the 340-4144 (s/n (B)(4)) administration sets that contained the alleged complaint administration set were returned to (B)(4) from the customer. Each administration set within the eleven cases (220 each) returned was opened and the free flow protection mechanism on each device was evaluated. All 220 functioned as intended. The DHR was also reviewed and showed that sets were made in compliance with the specification. This complaint could not be confirmed.

Event description:
The tubing set allowed for a free flow situation. No injury was reported.